Manufacturer narrative:
A functional inspection was performed by staff technical support engineer. After reviewing device logs, it was found that the alarm notifications were delivered appropriately, and that the escalation pathway functioned as expected. The investigation concluded that the product was behaving as expected, and did not cause or contribute to the patient¿s demise.

Event description:
It was reported that a patient event had transpired, which resulted in the patient passing away. An investigation was requested by the user facility, however, no product malfunction or other unexpected behavior were alleged.

Event description:
It was reported by the customer that an adverse event where a patient ended up passing away was reported. Logs are being requested to get further information.